Event description:
A report was received that the patient underwent pocket revision due to infection. The patient's symptoms were redness, soreness and drainage. The patient's pocket site was cleaned and intravenous antibiotic was given. The physician does not believe that the infection was device or procedure related. The patient was reportedly doing well and the infection has been resolved.